Event description:
It was reported that the customer experienced a past blood glucose (bg) level of 220 mg/dl, with ketones (size was unknown); cause was unknown. Customer went to the emergency room (ER) and was admitted to the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2026 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.